Event description:
Brush head pops off - oral-b [device breakage]. Brush heads wont spin/rotate - oral-b [device physical property issue]. Case narrative: consumer via chat stated that when they attached the oral-b toothbrush head to the oral-b toothbrush handle, the oral-b toothbrush head popped off, and the toothbrush heads would not spin/rotate. No injury was reported.

Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Manufacturer narrative:
19-dec-2022 case update: the reporter informed the company that the product has been discarded.

Event description:
Brush head pops off - oral-b [device breakage]. Brush heads wont spin/rotate - oral-b [device physical property issue]. Case narrative: consumer via chat stated that when they attached the oral-b toothbrush head to the oral-b toothbrush handle, the oral-b toothbrush head popped off, and the toothbrush heads would not spin/rotate. No injury was reported.